Event description:
It was reported that the cassette not properly attached alarm was experienced.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. The results for visual inspection were unknown; information regarding device tamper seal was also unknown. There was no evidence of the error found in the event history log. The customer reported problem was duplicated. The investigation found that an inoperable downstream occlusion sensor was the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. Also replaced were the downstream occlusion seal, optic switch, lens, keypad, and overlay. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.